Manufacturer narrative:
The customer performed a 20-fold precision run for verification and the results were ~500 ng/ml. They performed another 20-fold precision run on the sample which generated another false low result. The specific result and the date of measurement were not provided. The last calibration for the affected reagent pack was from a previous lot calibration. The investigation was unable to determine the date of the lot calibration from the data provided. The calibration data provided was within specifications. Only the data for qc level 1 was provided. The target mean and range were not provided. The investigation was unable to confirm if the customer's qc was acceptable prior to the event. The alarm trace contained multiple clot detection errors. These are indicators of possible poor sample quality. The foam detection camera was not turned on. No further issues were reported by the customer.  The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable total psa elecsys e2g 300 v2 (total psa) result for one patient sample tested on the cobas e 801 analytical unit. The initial result was reported outside of the laboratory and was questioned by the physician as a high result was expected. On (B)(6) 2022, the initial result was 1.4 ng/ml. On (B)(6) 2022, the repeat result was 522 ng/ml. The high result fits the clinical picture of the patient. The reagent lot number is 62092201 with an expiration date of 31-jul-2023.